Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on an unknown date. According to the complainant, the patient reported not losing weight. The physician performed an endoscopic procedure, and it was discovered that the balloon was partially deflated. During the procedure there was no resistance to puncture the balloon, resulting in cancelling and rescheduling under general anesthesia. The explant procedure was scheduled for (B)(6) 2025. The physician noted that the patient anatomy was the reason the orbera365 intragastric balloon could not be removed and that it was not the balloon. The balloon was removed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f1001 is being used to capture the reportable event of absent of treatment. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.